Manufacturer narrative:
Analysis was unable to determine the cause of the issue as it could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that when trying to download spine tool onto the computer, the software became unresponsive on the first run window when launching the spine application for the first time. Representative stated that when in shared appliances under admin that software was already on the system. Representative reported that re-installing the spine tolls resolved the issue. There was no patient present when the issue occurred.